Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. Investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon testing of the returned sample. Investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon testing of the returned sample. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, locator, and carrier tube. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned fully mated. No damage or issue with the device was identified. For dimensional testing, the outer diameter of the locator was measured to be 0.0904'' which was within the specification of 0.091'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114"+/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was unable to be confirmed for a device insertion issue. However, the exact root cause was unable to be determined. The likely cause was determined to have been calcium or an obstruction present which prevented proper device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the femoral puncture was ultrasound guided. There are no abnormalities when inserting the mini guidewire and sheath. A pre-deployment angiogram was done before the use of the angio-seal, the puncture location was claimed within the common femoral artery (cfa) and above the superficial femoral artery (sfa) bifurcation. When the doctor tried to insert the angio-seal sheath with the dilator, he found severe resistance and suspected there was calcium at the access site. He retrieved the angio-seal system from the mini guide wire and reinserted the arterial sheath via the mini guidewire to the puncture site. They waited for the activated clotting time (act) return to normal, before removing sheath and manual compression was performed. The patient was stable and there was no blood loss. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2023: the procedure was a percutaneous coronary intervention (pci) using a 6fr sheath.